Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks on two separate episodes due to t-wave oversensing. Troubleshooting was performed, however, noise was unable to be reproduced. The s-ICD was reprogrammed and the patient will continue to be monitored on latitude. The device remains in service. No additional adverse patient effects were reported.